Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There were concerns that the patient developed flow problems to the leg. The patient was on high dose of levophed. No additional information was provided regarding the flow issues to the leg. Additionally, patient fibrillated again with multiple shocks with no resolution. With va emco/impella in place, stenting continued. After all left anterior descending artery (lad) stents were in place, the pt was shocked out of vfib into sinus rhythm (sr). It was also reported that he pump could not be advanced as the left ventricle chamber was so small, which caused concern about the left ventricle walls clamping down on the pump. It was decided to leave in the pump (despite positioning issues) due to increased flows and suspicion that the patient may have been experiencing transient "myocardial edema. The decision was made to withdraw care and the patient expired after 96.12 hours on impella support. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.